Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 525 mg/dl, which was treated with a bolus delivery. Customer had symptoms of nausea and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined to check for presence of leaks or air bubbles. Customer declined to check for site issues. It was found that the time was incorrect on pump. Customer reported that healthcare professional changed programming. After troubleshooting, customer was advised to contact healthcare professional in order to verify accuracy of settings.